Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a that the insulin pump alarmed off no power and did not received a low battery alarm first. The customer's blood glucose level was 213 mg/dl. The customer was sent a replacement battery cap. Nothing was replaced or returned.